Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the provided information, this complaint is being reported due to following conclusions: the endowrist one vessel sealer instrument allegedly did not appear to be sealing tissue during a hysterectomy procedure. No adverse event occurred as result of the reported issue. There was no allegation of any injuries.

Event description:
It was reported that during a da vinci assisted robotic hysterectomy procedure, the endowrist one vessel sealer instrument did not appear to be sealing tissue. There was no report of any patient harm, adverse outcome or injury as a result of this reported event. On (B)(6) 2015, intuitive surgical inc. (Isi) obtained following additional information: surgeon was using the vessel sealer instrument to seal the tissue, and at first noted tissue effect as the tissue would bubble and emit a plume of vapor/smoke, but when the surgeon released the instrument, the intended seal site would bleed. The initial reporter could not provide an estimated blood loss from the surgical procedure however; she mentioned that the patient did not required blood transfusions. Audible tone was heard but no error message from the erbe generator was seen. A second vessel sealer instrument was used to complete the planned da vinci robotic assisted hysterectomy procedure without incident.